Event description:
The customer reported there was no visual on the hd camera head during reprocessing. The unknown procedure was completed. There was no delay in the procedure. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The cable was found to be bad. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported there was no visual on the hd camera head during reprocessing. The unknown procedure was completed. There was no delay in the procedure. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The cable was found to be bad. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the malfunctioned cable could not be identified. Olympus will continue to monitor field performance for this device.